Manufacturer narrative:
Updated b5, d4, g3, g6, h2, h4, h6 and h11. The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information the root cause of the event could not be conclusively determined; however, it is noteworthy to mention that a non-validated injector was used to complete the procedure. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
Additional information was received. The microbiology results were negative. An ac washout, ac tap, and vitreous biopsy was performed and intravitreal vancomycin and ceftazidime were administered. The patient was discharged with topical medications including iopidine, chloramphenicol, cyclopentolate, ciprofloxacin, and hypromellose.

Manufacturer narrative:
Updated b5, b6, g3, g6, h2 and h6.

Event description:
Additional information was received. Patient appears to have recovered well. Vision went from counting fingers (cf) to 6/6 after second intervention.

Event description:
The healthcare facility reported that one (1) day after an uncomplicated intraocular lens (iol) implantation in the right eye, the patient presented with possible endophthalmitis. The symptoms were blurred vision, pain, photo phobia, discharge and redness. The patient was treated with pred forte. At four (4) days post procedure, a vitrectomy with an intraocular injection was performed, and the anterior chamber (ac) was irrigated / aspirated. Patient's current prognosis and treatment indicated as unknown and noted that vision has dropped significantly.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress.